Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device has been returned for evaluation; the investigation is inconclusive for the reported positioning failure, failure to advance, and positioning problem. Based upon the available information, a definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model avsm07060 vascular stent graft allegedly experienced positioning failure, failure to advance, and positioning problem. This information was received from a single source. The malfunction involved a patient with no reported consequences. The patient¿s age, weight, and sex were not provided.